Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 228mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, reservoir tube lip, battery tube threads, minor scratches on display window and missing end cap sticker.